Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient's deep brain stimulation was not working and they needed assistance. It was stated that patient tried to change batteries in the patient programmer (pp) and could not get it functioning properly, and in the process patient had adjusted the therapy parameters. Caller noted that they had almost got it back to where patient was previous to this event but was still not feeling quite right. The caller wanted to know who they could call outside office hours for patient services because the managing neurologist and primary care physician are not open. Caller was advised that the patient should see the managing physician for reprogramming/optimization, and that they would want to contact their local hospital in case of an emergency. No further patient complications were reported/ anticipated as a result of this event